Manufacturer narrative:
D4 lot number: reported as 3632768 however batch/lot number provided has discrepancy in system. Good faith efforts have been made to attempt to get information. If additional information is received, a supplemental will be submitted with the updates.

Event description:
Reported via patient call center. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported into the watchman patient call center that they were placed on plavix/aspirin combination post watchman implant. Patient noted that the routine 45-day follow up visit, imaging showed device well seated and no evidence of thrombosis. The patient was taken off plavix at that time. The patient said that the surgeon told her that he did not request/require any additional follow ups at the 90 day or six (6) month time points. At the end of year 2025, the patient reported she went in for a computed tomography (CT) scan requested by her cardiologist unrelated to the watchman implant procedure and was told that there is evidence of thrombosis in the left atrial appendage. Patient noted she did not and has not contacted her watchman surgeon to notify the surgeon of what was happening. Patient was directed to reach out to the watchman surgeon to let him know what is going on. Patient taking aspirin at this time.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported into the watchman patient call center that they were placed on plavix/aspirin combination post watchman implant. Patient noted that the routine 45-day follow up visit, imaging showed device well seated and no evidence of thrombosis. The patient was taken off plavix at that time. The patient said that the surgeon told her that he did not request/require any additional follow ups at the 90 day or six (6) month time points. At the end of year 2025, the patient reported she went in for a computed tomography (CT) scan requested by her cardiologist unrelated to the watchman implant procedure and was told that there is evidence of thrombosis in the left atrial appendage. Patient noted she did not and has not contacted her watchman surgeon to notify the surgeon of what was happening. Patient was directed to reach out to the watchman surgeon to let him know what is going on. Patient taking aspirin at this time.